Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation small oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the snare would not fully extend; however, the physician was able to partially loop the target polyp . When the device was retracted, the snare loop cut through the polyp before the physician was able to apply cautery; the loop closed too quickly. No bleeding was reported. This device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of the snare wire loop closed too quickly. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the catheter and the wire to be kinked in the distal section of the device. Functional analysis was performed and the complaint device passed the loop test and was able to extend and retract without any issues. The complaint was not confirmed; however the kinks found in the working length probably affected the product performance during use. The failures found could have been caused due to anatomical or procedural factors that limited the performance of the device; therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a sensation small oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the snare would not fully extend; however, the physician was able to partially loop the target polyp . When the device was retracted, the snare loop cut through the polyp before the physician was able to apply cautery; the loop closed too quickly. No bleeding was reported. This device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.